Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable - pump won't run" error. There was a residual volume of 13ml when pumping at a rate of 2.2ml/hr. The pump gave 87mls before this issue happened. There was air in the line. There were no reported adverse events.